Event description:
The customer complained that the stretcher's brakes or steering would not function.

Manufacturer narrative:
The technician replaced all of the casters on the stretcher, which resolved the issue. The stretcher is operating within specifications. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.